Event description:
Customer reported via phone call that battery compartment was corroded and cracked insulin pump. Insulin pump was neither bumped nor dropped. Customers blood glucose was 179 mg/dl at the time of call. No harm requiring medical intervention was reported. The insulin pump was returned for analysis. Retainer ring was found partially broken in failure analysis.